Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the pvl is unknown, however, it is possible that the mechanisms listed above might have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: vahl, t. ¿a case of valve in mac with complications¿. Tct 2018, san diego, ca.

Event description:
As reported during the tct2018 meeting presentation tilted, ¿a case of valve in mac with complications¿ a patient underwent a valve in valve in valve (29 sapien 3 in, 29 sapien 3 in, 23mm perimount surgical valve) tmvr procedure approximately 10 years post implant of the surgical valve due to severe calcific mitral stenosis with severe mac. A 29mm sapien 3 valve was implanted within the pre-existing 23mm perimount valve, which resulted in moderate pvl. The decision was then made to implant a second 29mm sapien 3 valve to seal the pvl. The patient was reported to have tolerated the procedure well. Improvement of diastolic heart failure and stabilization of renal function was noted. At 30 days the patient was reported to have clinically improved with resolution of heart failure symptoms.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Date of event is unknown.